Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post implant procedure, there was an alert for high undefined defibrillation impedance on the right ventricular (rv) lead. It was noted that the healthcare professional was unable to reproduce the high impedance in clinic. The lead remains in use. No patient complications have been reported as a result of this event.